Event description:
Ous MDR. Patient was found dead on the ward in the morning of 2007. The ICD could not be interrogated.

Manufacturer narrative:
Ous MDR. The device first underwent a status interrogation. It showed that the ICD could not be interrogated. The ICD was then opened. The battery proved to be completely discharged. Due to the discharged state of the battery, a telemetric connection and therapy interrogation were not possible. The battery was separated and the electronic module was connected to an external power supply. An increased power uptake was measured. Damage to the final shock stage was discovered. The damage to the final shock stage resulted in the increased power uptake, which led to the depletion of the battery. The analysis of the final shock stage showed that the damage had been the result of a shock delivery into a low-ohmic shock path. Since the shock conductors of the ICD were intact, the ICD was not the cause of the low-ohmic shock path. In summary, the clinical observation was the result of a damaged final shock stage, caused by a shock delivery into a low-ohmic shock path. There was, however, no material defect or manufacturing error. Rather, the analysis points toward possible lead damage.